Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause, treatment and outcome of the event were not reported. It was not reported whether the patient was hospitalized for the event. No additional information is available.